Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 21jan2025, it was confirmed that the device issue had been resolved, and that the device has been returned to use. In a gfe response from the customer received on 22jan2025, it was provided that the customer had resolved the issue by replacing the ac inlet and power supply. The customer did not answer if any replaced parts will be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was only running on internal battery when plugged into alternating current (ac) power. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) provided the customer with troubleshooting steps per the service manual. The investigation is ongoing.